Manufacturer narrative:
The device was evaluated and the fluid level sensor was found to be the cause of the reported complaint condition. The fluid level sensor was replaced and the console passed all operational verification tests.

Event description:
During preventive maintenance, the mps console repeatedly displayed e.c. 284 (is there air in the heat exchanger). The device was not used on a patient.